Event description:
It was reported that 2 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: leakage from smartsite.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-22. Investigation summary: one 20019e7d sample was received in opened packaging from lot: 21075721. The sample was subjected to pressure testing by flushing fluid through the male luer end of the product; leakage was observed from both smartsites, confirming the customer's experience. A visual inspection identified that the smartsites were oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 21075721 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: leakage from smartsite.